Event description:
Additional information received reported that after the persistent scab over the left lead fell off the patient was able to express a small amount of pus. After explant, the patient outcome was reported as resolved with sequela. The sequela was an infection. The event resulted in in-patient hospitalization.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37601, serial # (B)(4), determined no anomaly was found. Good, stable output was found on electrode pairs the ins had when received. Good, stable output was found on the ins to cut extension on all electrode pairs. Analysis of extension model 37085-60, serial # (B)(4) determined the product was segmented with no significant anomaly. The body insulation was cut through and the extension was segmented. Good, stable output was found on the ins to cut extension. Good, stable output was found on all electrode pairs. Analysis of extension model 37085-60, serial # (B)(4), determined the product was segmented with no significant anomaly. The body insulation was cut through and the extension was segmented. Good, stable output was found on the ins to cut extension. Good, stable output was found on all electrode pairs.

Event description:
Additional information received indicated that the device was explanted (B)(6) 2011 and the patient resolved without sequelae (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dehiscence occurred and the device system was explanted due to an infection complication. Prior to explant, there was a persistent scab over the left lead that fell off spontaneously revealing the hardware beneath the skin. Following explant, the patient resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the explantation of the patient's implantable neurostimulator (ins) was not related to the device or therapy, but possibly related to the implant procedure. The explant did not result in a congenital anomaly or birth defect.

Event description:
Additional information received reported that infection was at the implant site. If additional information is recieved, a follow up report will be sent.

Event description:
Further evaluation of the event incorrectly reported in the previous submitted manufacturer report that the physician reported that the event resulted in a congenital anomaly/defect. To clarify, the information from the reporter received on (B)(6) 2012 corrected their previous information received (on (B)(6) 2012) and indicated that the event did not result in a congenital anomaly/birth defect. If additional information is received, a follow up report will be sent.

Event description:
The previous manufacturer's report incorrectly reported the explant did not result in a congenital anomaly or birth defect. However, the physician reported that the event did result in a congenital anamoly/birth defect. No other information regarding the defect was available.